Manufacturer narrative:
On 25-mar-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool smarttouch and there was damage that resulted in sharp and lifted electrode rings. It was reported that during the operation, when opening the package and flushing the catheter with saline, it was found that the tip of the catheter was rough. The second device was used to complete the operation. There was no report on adverse event on patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual inspection of the returned sample revealed a lifted electrode, and a foreign material beneath the same electrode. Due to the foreign material observed a fourier transform infrared spectroscopy (ftir) analysis was requested and it was determined that the foreign material particle is primarily composed of characteristic polyethylene, complemented by the presence of barium sulfate (bas04). While these findings suggest a distinct composition, the source of contamination remains undetermined. However, these materials are not being used during the manufacturing of the product. In addition, it was confirmed that the device was used and the first usage date was (B)(6) 2025. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The electrode damage reported by the customer was confirmed. The potential cause of the electrode damage and foreign material could be related to the manipulation of the device before the procedure; however, this cannot be conclusively determined. The foreign material was not reported by the customer. The catheter instructions for use (IFU) contain the following recommendations: do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool smarttouch and there was damage that resulted in sharp and lifted electrode rings. It was reported that during the operation, when opening the package and flushing the catheter with saline, it was found that the tip of the catheter was rough. The second device was used to complete the operation. There was no report on adverse event on patient. Additional information was received indicating that there were no wires exposed, the device was not pre-shaped and the device was not used on patient. The damage observed resulted in sharp lifted electrode rings.

Manufacturer narrative:
Device evaluation details: a picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, it was observed the tip of the catheter and the second electrode looked a little raised, however, with the photo cannot determine whether it was sharp. A manufacturing record evaluation was performed, and no internal action related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Note: for field h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).